Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-04435. It was reported that patient complications occurred. A 33mm watchman ® laa closure device & delivery system (wds) and a watchman® access system were selected. After the first deployment the 3mm wds too proximal, the physician fully recaptured the device. After the second and third deployment the device was still too proximal and the physician performed a full recapture. When the wds was removed the physician noticed that one of the fixation barbs of the device pierced the delivery catheter. Than a 30mm wds was selected the deployed; however, it was too proximal so a full recaptured was completed. The procedure was successfully completed with the 30mm wds. No patient complications were reported and the patients status stable. It was further reported that a lesion was noted in the femoral artery and the patient experienced bleeding complications that required at least 2 units of packed red blood cells and vascular surgery intervention.